Manufacturer narrative:
B5, d4, d8, g5, h2, h3, h6, h10 updated product investigation completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak was identified at the balloon sphere-adapter junction. The damage is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified the reported events. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which fluid loss was noticed due to hole in the balloon. During the procedure a new balloon was implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which a malfunction was noticed. During the procedure a new balloon was implanted. No information was provided about the patient's outcome.